Event description:
Report received from the (B)(6) stating that the device had a cosmetic defect. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided. The date of the event was unk.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.